Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 140 mg/dl, and the contact was unable to provide a meter bg reading at the time of the event. As a result of the increased basal delivery, customer's blood glucose (bg) level lowered to 56 mg/dl. Customer consumed carbohydrates to address bg level; however, due to the bg level the customer lost consciousness. Customer was transported by emergency medical technicians to the emergency room and was subsequently hospitalized. In attempt to address the low bg, customer consumed an excessive amount of carbohydrates and subsequently experienced a bg of approximately 400 when they arrived at the hospital. Customer was treated with intravenous fluids of saline and insulin and was released from the hospital on (B)(6) 2025 with the issue resolved. Customer experienced cut on face along with bruises on arm and hand. System check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.